Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: a review of the pump¿s history showed multiple call service alarms due to discharged battery use; no evidence of short battery life was observed. The pump was able to power on and prime successfully; no alarms occurred testing. The current draws were found to be within specifications. The pump cover was removed and no internal issues were found. Unrelated to the complaint, the display screen was dim and faded. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).